Event description:
The dexcom cgm (continuous glucose monitor) sensors are malfunctioning at an alarming rate! When we check on blood sugar with a regular glucometer, the numbers don't match up with the cgm. Also, the sensors are mechanically failing!